Event description:
It was reported that air bubbles were observed within the tubing. There was no adverse impact to the customer¿s blood glucose level. Customer changed out tubing to resolve the issue.